Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window. Unable to perform the functional testing due to the keypad anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report a keypad anomaly. The customer's blood glucose reading was unknown. The device was replaced and was returned. No further details were provided.